Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred from an unspecified date in (B)(6) 2019. Up until present. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link neutral luer activated devices had a connection issue. It was further reported that the connectors would not stay connected to the vacutainers and therefore blood could not be drawn. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.